Manufacturer narrative:
Device evaluation: three broken fibers, 2 fibers located in the same quadrant. The tip is indicative of heavy use. The marker band is missing. This is a use related failure, as the catheter encountered the lesion, the catheter may have exceeded the maximum allowed pull strength. The lhr review did not indicate any issues during the manufacture of this lot of device related to this complaint.

Manufacturer narrative:
(B)(4).

Event description:
This patient was being treated for in stent restenosis of the mid lad. During the procedure a spectranetics 1.4 turbo elite was used to treat the lesion. Three passes were made and after the third pass, fluoroscopy revealed that the radio-opaque marker band remained in the vessel. The marker was stented to the vessel wall. The patient survived the procedure.